Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated at 1:09pm, the cgm displayed a value of 300 mg/dl and she gave herself 3.5 units of insulin. At 1:45pm, a bystander called 911 when they saw the patient hit a concrete barrier while driving her car. When the paramedics arrived, they checked her bg value it was 30 mg/dl. Upon arrival to the hospital, the hospital bg meter was reading 54 mg/dl and was admitted to the hospital at around 2:00pm. The patient was administered with intravenous (IV) therapy of glucose and had blood drawn, an EKG, brain scan and CT scan performed. The patient was released from the hospital the same day. At the time of contact, the patient was doing okay. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.